Event description:
Reporter alleged she experienced a hypoglycemic event and was treated by paramedics with an IV of unknown contents sometime after taking 3 extra units of long acting sliding scale insulin based on fasting blood glucose result of 235 mg/dl performed in the morning on the compact system. Reporter stated after taking the extra insulin, she took her normal oral diabetes medication, ate breakfast, and went to look for the paper; however, does not remember anything after breakfast. Reporter indicated the next thing she remembers is seeing a relative, and the paramedics who obtained a result of 21 mg/dl where she was treated and transported to the hospital. It was stated the paramedics tested glucose of the reporter while she was being taken to the hospital along with the hospital measuring of her glucose; however, neither result was known. Reporter stated she was given for at the hospital and no other actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.